Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection. The patient will be treated with antibiotics therapy and there were no complications for the patients.